Manufacturer narrative:
The device was received partially deployed. The linkage assembly was seen through the top housing as fully retracted. Additionally, the pink slide insert was observed in the viewing window of the top housing. The needle was exposed beyond the needle well. Inspection of the needle mechanism found the hard cannula was not properly seated in the slide retract. It was not seated due to the damage observed on the slide retract. This indicates that the hard cannula was incorrectly installed. Thus. It can be determined that the incorrect installation of the hard cannula is the confirmed cause of the reported needle mechanism failure. The download data shows no timeouts or drive stalls in the pod's run. Further investigation found the exposed portion of the hard cannula bent. Although the damage was observed on the hard cannula, the timing and cause could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached 350 mg/dl while wearing the pod for between 24 and 36 hours. The needle did not retract back into the pod; this indicates the occurrence of a needle mechanism failure. As treatment the patient replaced the pod.